Event description:
Implant failed due to part/interface does not engage.

Manufacturer narrative:
Implant failed due to part/interface does not engage follow up done because of additional information provided by the customer which caused a change in the issue initially reported.

Event description:
Implant failed due to part/interface does not engage follow up done because of additional information provided by the customer which caused a change in the issue initially reported.